Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the programmer would start up to a black screen and power had to be cycled. It was indicated that an executed get logs and get patient info applications for retrieval and archiving of device and patient information was done. This could not confirm customer complaint. It was also indicated that a fan was noisy, that the power cord bay was broken, and that the stylus was missing. These parts were replaced. The hard drive was reconfigured and software was reloaded. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer was very noisy upon start up and also that it sometimes had just a black screen on start up and that the power had to be cycled. The programmer was returned for service. No patient complications have been reported as a resultof this event.